Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31752309l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and the patient experienced pacemaker lead dislodgment that required pacemaker replacement. The procedure itself went without problems and worked very well. But after ablation, the physician wanted to pull out the ablation catheter and it seems like it got caught in the wire of one of the pacemaker leads, leading to electrode delocalization of the pacemaker lead because it got ripped out of position in the heart. It is unknown, if any fragments were generated, most likely not. But the coronary sinus (cs) electrode of the pacemaker was then loose after the incident and needs further surgery for adjustment. Patient was stable and did not show any direct negative medical effects but needs further surgery for pacemaker replacement. It has to be noted that there was no malfunctioning of any biosense products involved, both carto and the thermocool smarttouch sf worked as intended. The patient originally had a cardiac resynchronization therapy (crt) device implanted.